Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 14326436, UDI: (B)(4).

Event description:
It was reported that the patient experienced a frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. During the revision, one of the leads was fractured trying to insert into the new ipg. The physician opted to replace the lead as well. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.